Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4): product analysis found that the proximal part of one of the blades is broken. No material of manufacturing defect was found. The most probable cause of this breakage is an excessive effort on the blades during surgery. It is not advised to use the instrument in flexion or to part tissues. Results ¿ stress problem. (B)(4).

Event description:
The device was returned for repair with report ¿broken laparoscopic scissors¿. Reportedly, ¿the blade broke during surgery. The fragment was recovered without problem during the surgery; no patient impact.¿